Event description:
Rt breast with severe capsular contracture. Lt breast with MRI documented rupture of lt breast implant. Bilateral explantation of breast implants with total capsulectomies performed.